Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed functional test. The device powered up with no errors displayed and the device error log files were clear of errors. Analysis found the wires in the lower case were pinched (not compromised). (B)(4).

Event description:
It was reported an error displayed at start up (self cleared after several power ups). The device was returned for repair. There was no patient involvement.